Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08377, 2134265-2015-08311. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that the motor drive unit five plus (mdu5+) stopped during pullback. Also, it was noted that a catheter disconnect/connect issue occurred often.